Event description:
It was reported that a spectrum pump's 0,1 and 2 buttons did not work. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad with an intermittent keypad response of the 0,1, and 2 keys, which was experienced during evaluated. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.